Event description:
It was reported that an abnormal pressure wave form was observed during use. There were no reports of pt complications or injuries.

Manufacturer narrative:
The device was not returned for evaluation.